Manufacturer narrative:
Product complaint # (B)(4).additional information: h6 component code: g07002 - device not returned if further details are received at a later date a supplemental medwatch will be sent. No product is available for return. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent single hole thoracoscopy surgery on (B)(6) 2023 and barbed suture was used. The loop broke. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.